Event description:
Customer obtained a reading of 89 mg/dl on the advantage system, but was unable to get out of bed and was sweating a lot. Customer's wife called emts, who tested the customer on their meter at 49 mg/dl approximately 15 minutes later. Customer was treated with IV glucose and recovered completely about 35 minutes later. No delay in treatment reported due to readings. No actions taken based on device results. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.